Manufacturer narrative:
One 72202902 footprint ultra pk suture anchor 5.5mm device returned. The device is two years old. The complaint stated: ¿when twisted in, the wing of anchor broke¿. The procedure was listed as a shoulder arthroscopy. The anchor has been returned. All barbs are attached. The condition does not support the allegation. Bone quality was listed as average. Complaint indicates that a 3.8mm awl was used for prep. IFU does recommend a 3.8mm straight awl for prep. Functional check confirmed audible click is heard with advancement rotation of the torque limiter. The distal end of the inner insertion shaft has been damaged. It is bent and rotates off axis. This could contribute to the appearance that IFU reads: ¿establish and maintain axial alignment of the suture anchor to the prepared insertion site, and place the tip of the anchor into the prepared hole. Use the smith & nephew mallet (sold separately) to tap the inserter handle until the laser mark is flush with the cortical bone. This places the suture anchor approximately 1 mm below the bone surface¿. Maintaining axial alignment is critical for successful placement. No root cause related to the manufacturing of this device can be established. Use error may have been a contributing factor to the event.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a shoulder arthroscopy surgery, when twisted in, the wing of anchor broke. Finally, a backup device was used to complete the surgery. No patient injury was reported.